Event description:
Description of event according to patient: in (B)(6) 2008 a cook ivt filter was implanted for a blood clot that formed from an ankle injury. In (B)(6) of 2009 I was told that it needed to be removed. Upon removing the ivt filter it broke lodging in my left vena cava, but I was not told this. I was told my medical doctor at that time it would be better to leave it in. I switched to another doctor in 2014 that informed me the cook filter had broken and is lodged in my vein. This last year we tried once again to remove the filter to restore blood flow to my left leg. We had no success with removing the filter.